Manufacturer narrative:
The neuro-coordinator at the site declined to provide patient demographic information. There was a patient present when the event occurred. There was no reported impact to the outcome of the patient.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. RMA issued. Replacement medium suretrak clamp shipped to site (B)(4) 2014. Suspect device has not been returned to manufacturer for analysis.

Manufacturer narrative:
On 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Event description:
A site representative, operating room manager, reported that while setting-up prior to a procedure, it was noted a medium suretrak clamp had stripped threads. There was no patient present when this issue was identified.